Event description:
It was reported the customer's insulin pump had stopped working. The customer reverted to manual injections. Customer reported that the insulin pump would not turn on and the buttons were unresponsive. No additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.